Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure and there will be no further course of action.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was relocated and a lead was added. The pocket discomfort was resolved and the patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.